Manufacturer narrative:
(B)(4). Establishment name and address: unknown. The user facility is foreign; therefore a facility medwatch report will not be available. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a request was made for a custom implant, indicating a revision will occur. Based on the design input form, under the surgical reconstruction plan section, the customer marked "yes" that they are explanting/revising a bmf/lorenz product. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. There was no alleged malfunction of the implant reported and it could not be confirmed if the revision occurred. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. No product was returned and no functional tests or inspections could be performed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.